Event description:
On april 4, 2024 getinge became aware of an issue related to the 86-series washer disinfector, with the model name 8668. The customer allegation was that the error code appeared on the device. During the getinge technician service of the device it was confirmed that there was water leakage from the device due to faulty pump. The defective part was replaced. Gathered information allowed us to establish that water leak caused celling plates from the floor below fell. So far, we have not been informed about any injury as a consequence of the reported issue, however we decided to report this issue based on the potential for a serious injury if the situation was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
On april 4, 2024 getinge became aware of an issue related to the 86-series washer disinfector, with the model name 8668. As it was stated there was water leakage from the device due to faulty pump. The defective part was replaced, and the device has been returned to usage. The water leak caused celling plates from the floor below to fall. The issue of pump damage was discussed with the subject matter expert from the manufacturing site. It appears that the damage was most probably caused by a combination of a bad plastic mold and a tightly secured hose clamp. Additionally due to the machine's age, it is at the end of its lifecycle. Given the above, it is unfortunately impossible to determine the final root cause. When the event occurred, the device was directly involved and did not meet its specification. Upon the event occurrence the device was not being used for patient treatment. When the event occurred, the device was directly involved and did not meet its specification. We decided to report the issue based on a potential as a similar event could contributed to a serious injury if reoccurs. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer's reference number: (B)(4).